Event description:
The customer reported the ventilator will not pass extended self test (est) due to a check valve leak. The unit was not in use on a pt therefore there was no pt harm. A repair evaluation was performed by the respironics service technician who reported that a check valve (cv2) was damaged. The check valve was replaced. Final testing was performed on the ventilator, and all tests passed per operating specifications. Factory failure analysis of the check valve showed that the check valve was torn from the body and the separtion point had jagged edges. The check valve also showed signs of being twisted and rubbed against the assembly.